Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is ny-presbyterian westchester. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was not inflating the balloon completely after insertion. There was no patient harm reported.

Manufacturer narrative:
Updated field: b4, b5, d9, d10, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, clinical end user reported iabp not providing augmentation. Device logs retrieved and analyzed. Autofill failure and iab disconnected alarms recorded in the event logs. Unable to replicate any failure when iabp is exercised on a test catheter and patient simulator. Touch screen lcd was cleaned and re-calibrated. All pneumatic leak tests and the compressor performance test passed. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was not inflating the balloon completely after insertion. The unit was changed to a second cardiosave to continue the treatment. There was no patient harm reported.